Event description:
It was reported that sometime post an ultrasound-guided percutaneous hydrothorax drainage catheter placement, the drainage catheter connector was allegedly fractured. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows a partial view of a navarre drainage catheter in which the hub is noted to be fractured. Therefore, the reported fracture can be confirmed as the hub was noted to be cracked. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound-guided percutaneous hydrothorax drainage catheter placement, the drainage catheter connector was allegedly fractured. Reportedly, the catheter was removed and replaced. There was no reported patient injury.